Event description:
During a meniscal repair of the knee, the surgeon inserted t1 without issue and when they went to place t2 it would not deploy, this happened with one other device. The surgeon cut the suture free from both devices but left the t's in the joint. A delay of ten minutes took place to finish the procedure with additional fast-fix devices. No pt injury or complications resulted.